Manufacturer narrative:
Additional information was received and explant status was updated to date known. Additional information was provided by healthcare professional and the capsular contracture initially reported as baker grade unknown is now a baker grade iii. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported the right side capsular contracture to be baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device remains implanted.